Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient had a fall and reported a change in therapy. The rep checked impedances at 0.25v and they were >4000 ohms. This was a sudden change in therapy. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep confirmed that the fall was the cause of the change in therapy and high impedances. The rep reprogrammed around the high impedance electrodes and the issue was resolved. No further complications were reported.